Event description:
It was reported that during an inventory tracking process on an unknown date, an error occurred while scanning the UDI of the mesh product. The UDI's expiration date is 31-jul-2025, whereas the expiration date printed on the packaging is 31-may-2027. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.